Event description:
This spontaneous case was reported by a health professional and describes the occurrence of metrorrhagia ("metrorrhagia") in a (B)(6) year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), premature menopause ("menopause at (B)(6) years with disabling climacteric symptoms"), asthenia ("asthenia"), memory impairment ("memory disorders"), alopecia ("hair loss") and tendon disorder ("tendinopathy (left shoulder, sole of feet, knees...)"). The patient was treated with surgery (bilateral salpingectomy with resection of interstitial part and essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the metrorrhagia, premature menopause, asthenia, memory impairment, alopecia and tendon disorder outcome was unknown. The reporter provided no causality assessment for alopecia, asthenia, memory impairment, metrorrhagia, premature menopause and tendon disorder with essure (ess205). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of metrorrhagia ("metrorrhagia") in a 54-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. According to the reporter, the patient had no relevant medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), premature menopause ("menopause at 43 years with disabling climacteric symptoms"), asthenia ("asthenia"), tendon disorder ("tendinopathy (left shoulder, sole of feet, knees...)") And endometrial hyperplasia ("endometrial hyperplasia"). On an unknown date, the patient experienced memory impairment ("memory disorders") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy with resection of interstitial part and essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the metrorrhagia, premature menopause, asthenia, memory impairment, alopecia, tendon disorder and endometrial hyperplasia outcome was unknown. The reporter provided no causality assessment for alopecia and memory impairment with essure (ess205). The reporter considered asthenia, endometrial hyperplasia, metrorrhagia, premature menopause and tendon disorder to be related to essure (ess205). The reporter commented: main reason for removal was the adverse events metrorrhagia, early menopause, asthenia, tendinopathy, and endometrial hyperplasia. Most recent follow-up information incorporated above includes: on 11-feb-2019: report from the healthcare professional with the essure device removal questionnaire ¿ patient¿s demographic data; medical history (nothing remarkable); new adverse event (endometrial hyperplasia); main reason for removal (adverse events metrorrhagia, early menopause, asthenia, tendinopathy, and endometrial hyperplasia); onset date of events metrorrhagia, early menopause, asthenia, and tendinopathy ((B)(6) 2016); and reporter¿s assessment of relationship between the events and the device (healthcare professional considered that essure caused or contributed to the occurrence of the events metrorrhagia, early menopause, asthenia, tendinopathy, and endometrial hyperplasia). Regulatory authority (afssaps) reference number (B)(4) was also provided. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of metrorrhagia ('metrorrhagia') in a 54-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. According to the reporter, the patient had no relevant medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), menopausal symptoms ("menopause at 43 years with disabling climacteric symptoms"), asthenia ("asthenia"), tendon disorder ("tendinopathy (left shoulder, sole of feet, knees...)") And endometrial hyperplasia ("endometrial hyperplasia"). On an unknown date, the patient experienced memory impairment ("memory disorders") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy with resection of interstitial part and essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the metrorrhagia, menopausal symptoms, asthenia, memory impairment, alopecia, tendon disorder and endometrial hyperplasia outcome was unknown. The reporter provided no causality assessment for alopecia and memory impairment with essure (ess205). The reporter considered asthenia, endometrial hyperplasia, menopausal symptoms, metrorrhagia and tendon disorder to be related to essure (ess205). The reporter commented: main reason for removal was the adverse events metrorrhagia, early menopause, asthenia, tendinopathy, and endometrial hyperplasia. Two micro-inserts received. Date sample received: 2020-11-16. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2020: quality safety evaluation of ptc. We received a sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of metrorrhagia ('metrorrhagia') in a 54-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. According to the reporter, the patient had no relevant medical history or concurrent conditions. On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6)2016, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), menopausal symptoms ("menopause at 43 years with disabling climacteric symptoms"), asthenia ("asthenia"), tendon disorder ("tendinopathy (left shoulder, sole of feet, knees...)") And endometrial hyperplasia ("endometrial hyperplasia"). On an unknown date, the patient experienced memory impairment ("memory disorders") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy with resection of interstitial part and essure removal). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the metrorrhagia, menopausal symptoms, asthenia, memory impairment, alopecia, tendon disorder and endometrial hyperplasia outcome was unknown. The reporter provided no causality assessment for alopecia and memory impairment with essure (ess205). The reporter considered asthenia, endometrial hyperplasia, menopausal symptoms, metrorrhagia and tendon disorder to be related to essure (ess205). The reporter commented: main reason for removal was the adverse events metrorrhagia, early menopause, asthenia, tendinopathy, and endometrial hyperplasia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-sep-2019: quality safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.